Event description:
It was reported that, in 2013, the patient had to have a pump surgery due to the pump flipping.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).